Event description:
Fixator was applied in 2004 for charcot foot reconstruction. Two weeks later the pt reported to the doctor that the fixator had snapped at the intersection of the gears. The doctor brought the pt into the or and reset the treatment site and replaced the fixator.